Event description:
The facility reports the resident was being lifted back to bed when the pin sheared, causing the resident to fall 12-18 inches back onto the bed. The resident sustained a compression fracture of l4.